Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 2 reported events, the adjustable pressure limit valve was replaced.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced a malfunction of the adjustable pressure limit valve preventing manual ventilation. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, 1 did involve a patient. No patient information available.